Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
After replacing the tub with a new door, water still leaks around the door seal.